Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg would no longer hold a charge. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg would no longer hold a charge. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg would no longer hold a charge. The patient will undergo an explant procedure.